Event description:
The customer reported to olympus during reprocessing the device had an intermittent image and the lock of the video connector socket isn't work properly. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Per the evaluation: the reported event was confirmed. Additionally, the data could not be read from the device due to poor usb socket and usb cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lock mechanism was not functioning and there was poor contact with the video connection. Additionally, the image was found to be intermittent and not displayed due to either an ex substrate failure, ex board failure, or loose connectors. However, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.